Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, nozzle discolored, discoloration of the tip body, bending angle insufficient due to elongation of the angle wire, play of the angle knob is out of the normal state due to the elongation of the angle wire, scratches on insertion tube, curved rubber adhesive missing, scratches are found on the tip cover, adhesive part of the lighting lens has come off, scratches found on the operation part, scratches found on insertion part corrugated tube, scratches found on switch 3, scratches found on switch box, scratches on up/down knob, scratches on up/down angle fixing lever, scratches are found on the right/left knob, scratches found on grip, forceps plug cap scraped, scratches found on the universal cord, scratches are found on operation part side oredome of the universal cord, scratches on scope connector side of the universal cord, scratches found on scope connector, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an evis lucera duodenovideoscope for corroded or discolored nozzle. Upon inspection and testing of the customer returned device, adhesive part of the lighting lens was found peeling off and gap was found in the adhesive part of the tip or dirt has entered the inside of the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the peeled adhesive/gap on the lighting lens. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was mishandled or subjected to stress during operation. Olympus will continue to monitor field performance for this device.